Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. It was unable to verify the compromised force sensor system alarm and perform the displacement test due to the error alarm. Device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin was squirting out of the tubing during prime. The customer stated he was unable to exit the rewind loop. He confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 278 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.